Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. System check was performed by tandem technical support and customer changed supplies and resumed insulin to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.